Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number 1627487-2020-22549. It was reported that the patient had their spinal cord stimulator system explanted in 2016 due to the system causing pain. Patient is stable.